Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing on the stomach on a laparoscopic sleeve, the stapler was able to fire but there was an unformed staple line. The unformed staples fell into the cavity. There was no blood loss but tissue had to be transected and oversewed to correct. This resulted to 40 minutes extension to surgical time. The patient was also stayed one extra day in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.